Event description:
Philips received information that the customer reported a smell of oil in the CT scan room and on the left side of the gantry there was a very small area of oil on the floor, about an 1/8 of an inch. There was no report of any harm to a patient, operator or bystander.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).